Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The failure to deploy the filter was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported failure to deploy the filter was due to the separated delivery catheter pod; however, a conclusive cause for the separation could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the right internal carotid artery. The emboshield nav6 embolic protection device (epd) was advanced without issue. The filter was deployed; however, it did not expand. It was seen that the circumferential markers did not separate. The filter was retracted into the delivery catheter and the epd was removed without issue. Outside the anatomy, it was confirmed that the filter would not expand. A new nav6 epd was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. The dc pod was returned separated for a length of 1cm. No additional information was provided.